Manufacturer narrative:
The electronic record was downloaded and reviewed. The reported issue was verified. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device powers off by itself after initial boot up cycle. In this state, defibrillation therapy would not would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powers off by itself after initial boot up cycle. In this state, defibrillation therapy would not would not be available if needed. There was no patient use associated with the reported event.